Event description:
A surgeon reports a pt that is overcorrected in both eyes following bilateral refractive surgery. This report is for the right eye, the left eye is being reported under MFR report #1061857-2008-00151. This pt received a custom myopia with astigmatism treatment on the right eye. At one month post-op, the right eye is overcorrected by +1.50 diopter and bcva is 20/20 (equal to pre-op). Ucva improved from 20/cf to 20/20 post-op. Additional info has been requested.

Manufacturer narrative:
A surgery database performance verification was performed on this system. The analysis determined the laser performance factors analyzed were operating within spec during the time of this pt's surgery. Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable info becomes available. This report mailed in to FDA on: 07/11/2008.